Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a data storage or diagnostics problem; a bit flip prevented the ventricular high rate (vhr) detailed information from being opened. The file was saved 74 minutes after the previous session was ended so all of the data regarding lead warnings and vhr episodes was cleared. The data is automatically cleared 60 minutes after a normal session end. The issue is unlikely to occur again. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported the right atrial (ra) lead had noise on the electrogram. Also, the right ventricular (rv) lead polarity switched to unipolar with myopotential oversensing. It was also reported there were 11 ventricular high rate episodes the device recorded which the detail could not viewed due to a "bit flip". The device, ra and rv leads remain in use. No patient complications have been reported as a result of this event.